Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the pump supplies were changed to address the issue. Additionally, it was reported that resistance was experienced during the fill process and that a minimum fill notification occurred after filling a cartridge with 150 units of insulin. Reportedly, the customer loaded a new cartridge and resumed insulin delivery. Customer's blood glucose level was 340 mg/dl.